Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while performing a left arm dumbbell press. Additionally, it was noted that the patient has lost 30 pounds. The patient reported they felt the device had migrated from the original implant position post weight loss. Subsequently, the patient has been brought into the health care facility for further troubleshooting and evaluation. Technical services (ts) was consulted and provided additional troubleshooting suggestions. At a later date, the patient placed a call into ts with concerns of delay to therapy. The patient reported it took approximately 29 seconds before they received shock therapy for ventricular fibrillation (vf). During the same call, the patient reported they had underwent thoracic surgery with bicuspid valve to tricuspid valve with pericardial tissue utilization. The patient also reported undergoing chest x-rays. Post thoracic surgery, the patient reported they were taught how to perform vagal maneuvers to terminate underlying, ventricular tachycardia (vt). The patient was still concerned about receiving inappropriate shock therapy as they wanted to resume lifting weights. Ts referred the patient to contact their physician regarding follow up care. Ultimately, the s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while performing a left arm dumbell press. Additionally, it was noted that the patient has lost 30 pounds. The patient reported they felt the device had migrated from the original implant position post weight loss. Subsequently, the patient has been brought into the health care facility for further troubleshooting and evaluation. Technical services (ts) was consulted and provided additional troubleshooting suggestions. At a later date, the patient placed a call into ts with concerns of delay to therapy. The patient reported it took approximately 29 seconds before they received shock therapy for ventricular fibrillation (vf). During the same call, the patient reported they had underwent thoracic surgery with bicuspid valve to tricuspid valve with pericardial tissue utilization. The patient also reported undergoing chest x-rays. Post thoracic surgery, the patient reported they were taught how to perform vagal maneuvers to terminate underlying, ventricular tachycardia (vt). The patient was still concerned about receiving inappropriate shock therapy as they wanted to resume lifting weights. Ts referred the patient to contact their physician regarding follow up care. Ultimately, the s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.